Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable tpuc3 total protein urine/csf gen.3 results for 3 patient's urine samples tested on a cobas 4000 c311 stand-alone system. For patient 1: the initial tpuc3 result was 666 mg/l with a repeat result of 71 mg/l. For patient 2: the initial tpuc3 result was 268 mg/l. The same patient sample was retested twice with tpuc3 results of 69 mg/l and 69 mg/l. For patient 3: the initial tpuc3 result was 264 mg/l. The same patient sample was retested twice with tpuc3 results of 143 mg/l and 145 mg/l. The initial results were questioned by the doctor as the results were higher than expected. The tpuc reagent lot was 386502 with an expiration date of 31-mar-2020.

Manufacturer narrative:
Precision results were good. The samples were no longer available for inspection or testing. Based on the available information a root cause could not be determined.